Event description:
It was reported that the devices were removed due to possible "wound issues." Additional information has been requested, a follow-up report will be sent if additional information becomes available.